Manufacturer narrative:
(B)(4). A third party service technician identified that the ventilator is due for 30k pm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the ltv 1000 ventilator o2 blender was set to 60% but only giving 44% o2. At this time, there is no information regarding patient involvement associated with the reported event.